Event description:
During biomed testing and routine preventative maintenance of the device, a "bridge test failed" message was observed. The complainant indicated that there was no patient involvement in the reported malfunction.